Manufacturer narrative:
Duragen suturable dural regeneration template 4 (durs4591) was not returned for evaluation; however, an investigation was performed as follows: device history record (DHR) review - lot number information has been provided; therefore the DHR was reviewed and found no anomalies. Failure analysis - the neurosurgeon determined that the death was related to the surgical procedure but was most-likely related to the surgery itself.¿ also, a medical assessment was performed to evaluate this case, which concluded the following: "insufficient evidence exists to suggest a causal relationship to the device. Glioblastoma multiforme (gbm) is an aggressive and difficult-to-treat cancer that requires extensive surgical resection. The patient succumbed to the procedure itself rather than a reaction to collagen or any other device related issue. The clinician also "determined that the death was related to the surgical procedure, not the product. Root cause - based on the statements above mentioned the most probable root cause for the reported adverse event is related to the surgical procedure rather than a reaction to collagen or any other device related issue. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that they recently had a patient that might have had a reaction to the collagen material in duragen suturable dural regeneration template 4 (durs4591) after implant. The facility want to know what the symptoms of a bovine reaction are. Summary from the treating physician received as follows: "it was determined by the treating neurosurgeon that the adverse event was not related to the device but was most-likely related to the surgery itself. ¿the patient had surgery on (B)(6) 2023. It was an uneventful resection of a left frontal gbm. Postoperative CT scans were without concern. On postoperative day 1, the patient was awake, alert, and feeling normal until he had an acute change in mental status. He had decreased responsiveness, what the family described as "twitching," and vomiting. Eeg was obtained which showed findings consistent with a post- lctal state. An emergent MRI of the brain was also obtained, demonstrating stable resection without evidence of stroke. However, perfusion MRI showed a global decrease in cerebral perfusion. The patient was rushed from the MRI to the CT, where cta showed decrease blood flow and increased left-to-right shift, suggesting malignant cerebral edema as the cause of cranial hypoperfusion. The patient required emergent intubation and a right frontal ventriculostomy was immediately placed at~ 6 pm on (B)(6) 2023, demonstrating high intracranial pressure. The drain was then clamped and the patient was emergently taken to the or for a left hemicraniectomy. The drain was opened once the craniectomy and duratomy was completed. Gammatiles were removed. While a sizable decompression was achieved, the cerebrum continued to swell despite hyperventilation, hypertonic therapy, ventriculostomy drainage, and head of bed elevation. Moreover, spontaneous, new cortical bleedings appeared sequentially in multiple region of the cerebrum, suggestive of malignant intracranial hypertension which caused venous congestion despite aggressive decompression. The patient was brought to the neuro ICU. After thorough discussion with family, decision was made to transition patient to comfort care measures only. The patient passed on (B)(6) 2023.¿